Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile trudi suction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The electrical functionality was tested, and the device was confirmed to be within specifications for all the connectivity and isolation values. The device was then connected to the trudi system and brought above the emitter pad (trudi zone), which caused the status bar to be highlighted green. Device had normal connection and response. It indicated that this was its 1st use. The unit was then connected in the magnetic calibration system (magcs) for calibration check and it passed the test. Based on the results obtained, the reported issue in the complaint was not confirmed. The tool was found to be functional. A review of manufacturing documentation associated with this lot 2208310 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what may have caused or contributed to the event reported, the instructions for use (IFU) states that before use, confirm the trudi¿ nav suction¿s location accuracy by checking the displayed position of the trudi¿ nav suction on several clearly identifiable anatomical structures. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 16-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the 0° trudi nav suction device (tdns000z / 2208310) was inaccurate. It was replaced with a 70° curved suction and there was no issue with accuracy with this 70° suction device. The 0° suction device was reconnected, the issue was resolved, and the procedure was resumed. There was no negative patient impact. On 20-dec-2022, additional information was received. The information indicated that when the inaccuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi nav monitor. The suction devices were plugged in after registration. The patient tracker did not move. The patient tracker cable was not under tension in relation to the reported event. Computed tomography (CT) image was used as the primary image; it was not known how man slices the CT scan contained. The inaccuracy issue was determined by touching key anatomy with suction device and then comparing distances in scan. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. Neither the emitter pad nor the patient moved. The inaccuracy was roughly 2mm to 4mm. The case log files are not available. The serial number of the trudi system is (B)(4). Based on the additional event information received on 20-dec-2022, the accuracy issue was observed when the icon was green on the trudi system, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: 2208310 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.